Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue - delay or no retraction. The following information was provided by the initial reporter: translated to english. The customer stated: they had "experienced retraction failure. (B)(6) website has recently uploaded reports that they have received since (b)(6 2020. We do not know for sure if any of these reports have been previously filed through our regular reporting system. When logging in incidents in trackwise please indicate the event was pulled from ¿health canada¿s medical devices online databases¿ unless you are able to validate that the records were indeed already filed, they should be entered as ¿new¿ with today as date of aware. Let us know if you have any questions." (2 of 3)